Event description:
It was reported that before use , by hospital personnel, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer was sent to investigate the issue. The fse found the fill port fitting was loose. After tightening the fill port the issue was resolved. The iabp passed all functional tests and was returned to the customer for use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.